Event description:
Vague report received. "Pt was to receive 1meq per hour of versed. Syringe pump alarmed volume limit. Rn found syringe completely empty. Rn witnessed pump rate at 1cc per hour. Notified bedside rn of empty syringe. Pt received full 50 mg." No other info has been provided.